Manufacturer narrative:
The "model #", "serial #", and the exact details of the alleged incident were not provided. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Received a notice of a claim.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Received a notice of a claim. Received a letter from client's counsel alleging that his wheelchair caused him to sustain severe pressure ulcers.